Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced atrial fibrillation. The patient was in normal sinus rhythm after the cardioversion and at discharge. The arrhythmia did not result in clinical compromise.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed pump stop events that were associated with driveline disconnections. The controller event log file revealed the patient experienced a pump stop on (B)(6) 2021 15:18:21 to 15:18:30 when the driveline was disconnected. The pump began running when it appeared the driveline was reconnected. There were 28 low flow faults captured throughout the log file that were independent of the driveline disconnect when the flow dropped to 2.4 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 8 lasted long enough to trigger a low flow alarm. Despite the driveline disconnect the device appeared to operate as intended. The controller periodic log file contained a single pump stop event on (B)(6) 2021 09:50:14 creating low flow, low speed, and backup battery not installed alarms. The pump stop resolution was not captured in the periodic log file, although the pump appeared to be functioning as intended an hour later. No other alarms were captured throughout the log file. The lvad event and periodic log files captured the device operating as intended. Multiple attempts were made to obtain additional information from the account regarding the event; however, no additional information was provided. The patient remains ongoing heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. Section 2 entitled "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected alarms, as well as how to respond to each alarm condition. The IFU also contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. Section 5 entitled ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected alarms, as well as how to respond to the alarm condition. In several sections, the handbook warns to "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." The handbook also warns that "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a brief pump stop and a driveline disconnect. It was noted that the modular cable was unlocked and loose upon inspection. The patient was asymptomatic and nursing staff reported no alarms. A log file analysis captured a pump stop on (B)(6) 2021 at 15:18:26 due to the driveline being disconnected. The pump stop lasted for approximately 5 seconds and there were no other unusual events recorded in the log file history. Also on (B)(6) 2021, the patient experienced cardiac arrhythmia. On (B)(6) 2021 they were cardioverted to normal sinus rhythm (nsr) and then discharged the next day. They were considered to be in ongoing/stable condition.